Event description:
Boston scientific (bsc) crm received info that one day post implant, this dextrus right ventricular lead was exhibiting no capture when the pt was upright. However, capture was observed when the pt was laying down. A lead revision was performed and the lead was explanted and replaced. Dates were provided to us by boston scientific.